Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l37094, implanted: (B)(6) 1996, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a study and a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 1.103 mg/day and fentanyl 1 mg/ml at 0.1103 mg/day via an implanted pump system. Erythema was diagnosed via examination on (B)(6) 2015. The pump pocket wound edges were slightly erythematous without swelling or drainage. Clindamycin was administered on (B)(6) 2015. The surgical incisions were well-healed as of (B)(6) 2015, and the event resolved without sequelae on (B)(6) 2015.